Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va09b8s, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va09b8s, ubd: 17-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. When doing a battery replacement, the healthcare provider (hcp) and rep tested the lead, but didn't receive motor response so the hcp decided to change out the lead. The environmental/external/patient factors that may have led or contributed to the issue was several falls over the last couple of years. The diagnostics/troubleshooting performed included checking impedances, but none were out of range. The motor responses were then checked and there were none. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.